Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones. There was a red alert due to high out of range shock impedances, measuring at 125 ohms on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed patient to contact physician. The device remains in service. No adverse patient effects were reported.